Manufacturer narrative:
(B)(4). Device evaluated by MFR: synergy ous mr 3.5x20mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the first struts on both the distal and proximal ends had moved on the balloon. The remaining struts were damaged with struts squashed, lifted and deformed. It is likely the crimped stent may have encountered resistance & subsequent damage during advancement and withdrawal through the severely calcified lesion. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks along the catheter shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion.a visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19-oct-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. After predilation was performed, a 3.50x20mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The physician dilated the lesion again and re-advanced the device but still was unsuccessful. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent moved on balloon and stent damage.